Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Procedural or post-procedural imaging was not provided; therefore, the reported event cannot be confirmed.

Event description:
It was reported that an azur vascular plug was used in a gda embolization case. The plug was deployed without issue and there was stasis at the end of the case. Two weeks after implantation, the patient returned for a follow up and the vessel was no longer occluded. An additional embolization was required two weeks post treatment. There was no reported injury to the patient.